Event description:
Patient was revised to address groin pain. (Left hip).

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the product 136550000, lot 2646578 since its release for distribution. Review of a previous device history record for product code 121887350, lot 2597157 did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.